Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. UDI unavailable. Device available for evaluation: not available - implanted. Initial reporter is j&j company representative. (B)(4). Device history lot : 21-may-2021 . A DHR review could not be performed for this pi. This is the sterile lot number. Please provide the corresponding monument lot number and resubmit. Device history batch null, device history review 21-may-2021. A DHR review could not be performed for this pi. This is the sterile lot number. Please provide the corresponding (B)(4) lot number and resubmit.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery with tfna implants in question for trochanteric femur fracture. After the surgery, on unknown date, cut-out occurred. On (B)(6), the surgeon reported the sales rep about it. Details are pending clarification. After obtaining more information, the sales rep will make a follow-up report. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This report is 5 of 5 for (B)(4).